Event description:
Note: the date event is unk. In 2008, it was reported to boston scientific corp. That an endovive standard peg kit was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, "during prep, once the peg kit was open, the safety scalpel was already locked." Additionally, it was reported that a different scalpel from the hosp was used to complete the case with no complications to the pt.

Manufacturer narrative:
The device has not been returned for eval; therefore, an analysis is not available and the cause of the reported malfunction is undetermined. Since the lot number of the suspect device was not provided, the customer's shipment history was reviewed to identify a potential lot number. The most recent three lots shipped to the customer, prior to the reported incident, were identified. The device history record for each lot was reviewed; no anomalies were noted. The april 2008 15-month initial g-tube enteral feeding prod family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.